Manufacturer narrative:
Problem code 2907 captures the reportable event of tip detached. Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 69.6 cm from the top of the connector to the break. The second piece measured approximately 243.1 cm from the break and includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was taken out of the container and the tip was already broken. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was taken out of the container and the tip was already broken. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event.